Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure and has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with transvaginal hysterectomy, bilateral salpingo-oophorectomy, anterior prolapsed enterocele repair due to urethrocele, stress urinary incontinence, anterior vaginal vault prolapse. The patient had been over doing activity and lifting more than instructed since her first surgery (B)(6) 2008. This information was reported to the doctor by patient¿s sister who reported this while patient was in recovery requesting to return to work immediately after surgery. The doctor ordered the patient to refrain from work 1 week minimally and there after return to work with lifting restrictions for 3 to 4 weeks. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to vaginal mesh erosion and on (B)(6) 2010 the patient underwent foreign body reaction with mesh exposure.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03289. The same patient is represented in each medwatch.